Event description:
It was reported that a strong smell of insulin in the reservoir compartment was noticed, which it have caused the customer's blood glucose to rise. The blood glucose reading at time of the call was 224 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.